Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error alarm due to corroded keypad traces. The device was received with cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm when attempting to bolus. Customer's blood glucose reading at the time of the call was 66 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.